Event description:
It was reported that during a low anterior colon resection procedure that prior to use on the patient the doctor engaged the retaining pin, and it did not hit the anvil. The retaining pin did not close correctly into the anvil, it was misaligned. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch #: 452a94. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the gcs40b device was received with no apparent damage and with a reload loaded in the device. The reload was received fully loaded with staples, with the washer uncut, with the drivers and with the knife recess below the reload deck. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. The returned reload was pulled out of the device and placed back on; the device opened and closed without any difficulties. The device was tested for functionality with a returned reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed, and the staples meet the staple form release criteria. In addition, slight marks were noted in the lockout shelf. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Regarding to lockout shelf indented, is possible that an attempt was made to close the device with a reload not properly loaded or with a spend reload, this condition would lock the device giving the impression that the device will not close. The echelon contour¿ curved cutter is designed with a feature that prevents closure if a used reload, no reload, or an incorrectly inserted reload is in the instrument. The used or misloaded reload module should then be replaced with a new reload or, if no reload was present, a reload should be loaded in the instrument. After following the above steps, any device which does not close either partially or completely should not be used. Please reference the instructions for use for the complete guide loading and reloading the instrument. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.